Event description:
It was reported by repair work order that the head end lift was stuck elevated and inoperable due to a damaged power coil. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.